Event description:
It was reported that the electrode pair 0 <(>&<)> 3 on the left side had an impedance reading of over 4,000 ohms when read at 1.5 v, 210 us, and 30 hz. It was also reported that the device was replaced. It was noted that prior to the replacement the therapy was "good/normal."

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type extension product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type extension product ID 7436, serial# (B)(4), product type programmer, patient product ID 3389s-40, lot# v305208, implanted: (B)(6) 2009, product type lead product ID 3389s-40, lot# v305208, implanted: (B)(6) 2009, product type lead. (B)(4).